Manufacturer narrative:
Investigation: visual inspection revealed that the cutter casing had split apart from one end. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The aortic plug was visible. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "aortic cutter casing split apart" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii aortic cutter casing split apart. This occurred twice. When the surgeon actuated the cutter, the casing split apart and the needle came out at a strange angle. He stated that the cutter felt fragile. He was able to complete one aortotomy with the first cutter, and may have needed to open another unit for the second aortotomy. The hospital staff does not know if a new kit was needed or not. Therefore, either the same or a replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.